Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedances. The values were around 90 ohms a year ago, but now are greater than 125 ohms. At this time, it was recommended to continue monitoring the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. B5 (describe event or problem) has been updated with a more concrete and specific description about this case details.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance. The initial measurements were around 90 ohms, but it has reached out-of-range measurements of over 125 ohms. It was recommended to continue monitoring the lead. However, further information was received indicating that a code 1005 alert has been recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A defibrillation threshold test was then performed, and the shock impedance was determined to be 120 ohms. Technical services recommended to replace this rv lead as soon as possible, as critical therapy may not be guaranteed. Reportedly, this patient was referred to another hospital and another physician with experience explanting leads. In addition, it was indicated that the patient's implantable cardioverter defibrillator (ICD) was turned off because of this impedance issue, and the patient received a life vest until the other hospital follows up this case. This rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. B5 (describe event or problem) has been updated with a more concrete and specific description about this case details.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance. The initial measurements were around 90 ohms, but it has reached out-of-range measurements of over 125 ohms. It was recommended to continue monitoring the lead. However, further information was received indicating that a code 1005 alert has been recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A defibrillation threshold test was then performed, and the shock impedance was determined to be 120 ohms. Technical services recommended to replace this rv lead as soon as possible, as critical therapy may not be guaranteed. Reportedly, this patient was referred to another hospital and another physician with experience explanting leads. In addition, it was indicated that the patient's implantable cardioverter defibrillator (ICD) was turned off because of this impedance issue, and the patient received a life vest until the other hospital follows up this case. This rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock impedance. The initial measurements were around 90 ohms, but it has reached out-of-range measurements of over 125 ohms. It was recommended to continue monitoring the lead. However, further information was received indicating that a code 1005 alert has been recorded, indicative of an open circuit condition detected during shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. A defibrillation threshold test was then performed, and the shock impedance was determined to be 120 ohms. Technical services recommended to replace this rv lead as soon as possible, as critical therapy may not be guaranteed. Reportedly, this patient was referred to another hospital and another physician with experience explanting leads. In addition, it was indicated that the patient's implantable cardioverter defibrillator (ICD) was turned off because of this impedance issue, and the patient received a life vest until the other hospital follows up this case. Eventually, both this rv lead and the ICD were explanted and replaced, due to the shock impedance issue and the code 1005 respectively. A conductor fracture was found during the explant procedure. This rv lead is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. B5 (describe event or problem) has been updated with a more concrete and specific description about this case details.